Event description:
Reported via patient call center. It was reported that hypovolemia and an air embolism occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient initially contacted the watchman call center asking if her physician followed the protocols. Patient stated she read on the internet that there was a protocol that should be followed for recalls. Patient stated she also saw on the internet that there was a problem with some of the devices and wondering if she has one of the problem devices. Later the same day, a follow up called was received from the patient reporting that she had hypovolemia and an air embolism. The patient reported after the watchman procedure she was placed in the intensive care unit (ICU) for one week. Patient reported she needed to suction blood and blood clots out of her own mouth while in recovery post procedure, two pints of blood were transfused, was in a lot of extreme pain, high-flow oxygen was given to her, she had a severe cough along with a hard time breathing, and seizures. The patient reported she had a follow up appointment with her primary care physician about a week or two post procedure. The patient reported that she had a computed tomography (CT) scan for follow up imaging to her watchman procedure, date unknown. Patient stated it is her understanding currently that there are no concerns with the watchman implant device itself and stated that she read there was thrombus on her CT scan results however it was not to be of concern as that is how the watchman implant stops blood clots from escaping. It was further reported by the patient via a medwatch report that she also had a myocardial infarction.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0035905007. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, arrhythmia (myocardial infarction, hypovolemia), anesthesia risks, (pain, cough, dyspnea, seizure), and thrombosis (hospitalization, imaging required, intensive care, blood transfusion, unexpected medical intervention). Risk review: a risk review was completed and confirmed that the events of air embolism, arrhythmia (myocardial infarction, hypovolemia), anesthesia risks, (pain, cough, dyspnea, seizure), and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. E4 init rptr also sent rep to FDA updated to yes (mw5181019). H6: patient code e061202 added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
Reported via patient call center. It was reported that hypovolemia and an air embolism occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient initially contacted the watchman call center asking if her physician followed the protocols. Patient stated she read on the internet that there was a protocol that should be followed for recalls. Patient stated she also saw on the internet that there was a problem with some of the devices and wondering if she has one of the problem devices. Later the same day, a follow up called was received from the patient reporting that she had hypovolemia and an air embolism. The patient reported after the watchman procedure she was placed in the intensive care unit (ICU) for one week. Patient reported she needed to suction blood and blood clots out of her own mouth while in recovery post procedure, two pints of blood were transfused, was in a lot of extreme pain, high-flow oxygen was given to her, she had a severe cough along with a hard time breathing, and seizures. The patient reported she had a follow up appointment with her primary care physician about a week or two post procedure. The patient reported that she had a computed tomography (CT) scan for follow up imaging to her watchman procedure, date unknown. Patient stated it is her understanding currently that there are no concerns with the watchman implant device itself and stated that she read there was thrombus on her CT scan results however it was not to be of concern as that is how the watchman implant stops blood clots from escaping. It was further reported by the patient via a medwatch report that she also had a myocardial infarction.

Event description:
Reported via patient call center. It was reported that hypovolemia and an air embolism occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient initially contacted the watchman call center asking if her physician followed the protocols. Patient stated she read on the internet that there was a protocol that should be followed for recalls. Patient stated she also saw on the internet that there was a problem with some of the devices and wondering if she has one of the problem devices. Later the same day, a follow up called was received from the patient reporting that she had hypovolemia and an air embolism. The patient reported after the watchman procedure she was placed in the intensive care unit (ICU) for one week. Patient reported she needed to suction blood and blood clots out of her own mouth while in recovery post procedure, two pints of blood were transfused, was in a lot of extreme pain, high-flow oxygen was given to her, she had a severe cough along with a hard time breathing, and seizures. The patient reported she had a follow up appointment with her primary care physician about a week or two post procedure. The patient reported that she had a computed tomography (CT) scan for follow up imaging to her watchman procedure, date unknown. Patient stated it is her understanding currently that there are no concerns with the watchman implant device itself and stated that she read there was thrombus on her CT scan results however it was not to be of concern as that is how the watchman implant stops blood clots from escaping.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.